Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(4).additional 510(k) number is k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor indicated lack of primary stability. No other implant placed. Tooth site #37 (fdi).

Manufacturer narrative:
This report is being submitted to report additional information. The DHR was not available electronically for the subject lot number thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number for similar events and 1 other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. H3 other text : summary investigation.

Event description:
No additional or corrected information to report.